Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure."

Event description:
It was reported patient underwent a procedure utilizing a suture anchor on (B)(6) 2015. During the procedure, the suture anchor pulled out of the bone after it was deployed. A new suture anchor was utilized to complete the procedure. No additional holes were drilled.